Event description:
The customer observed falsely decreased sodium results on architect c4000 processing module on one patient. The results provided were: on (B)(6)2024 sid (B)(4)initial= 105 mmol/l /repeated = 149 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed no aspiration from wash nozzles 2, 3, 4, 5, and 6. During the requested site visit, the technical support specialist (tss) performed a site visit and resolved the issue by the replacing the high concentration waste tubing and rebuilding the cuvette wash vacuum pump #2. The part numbers 2-94796-02 diaphragm, vacuum pump new style (rohs) and 2-94797-02 sheet valve for vacuum pump new style (rohs) were determined to be the likely cause of the issue. A review of the architect c4000 processing module, serial number (B)(6). Service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c4000 processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The architect c4000 system service and support manual provides removal and replacement procedures for the 2-94796-02 diaphragm, vacuum pump new style (rohs) and 2-94797-02 sheet valve for vacuum pump new style (rohs). A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c4000 processing module, serial number (B)(6), or the diaphragm, vacuum pump new style (rohs) and sheet valve for vacuum pump new style (rohs).

Event description:
The customer observed falsely decreased sodium results on architect c4000 processing module on one patient. The results provided were: on 24jan2024 sid (B)(6) initial= 105 mmol/l /repeated = 149 mmol/l there was no reported impact to patient management.